Manufacturer narrative:
Further information was requested but no information was received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited unspecified helix rotation issue. The lead was not used and replaced. The patient condition was unknown.